Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was under-sensing of ventricular tachycardia (vt)/ ventricular fibrillation (vf). It was also reported the under-sensed beat during the vt/vf resulted in the incorrect anti-tachycardia pacing cycle length calculation and the rhythm was not terminated. The rhythm was terminated by shock and it was possibly inappropriate. The lead remains in use and no further patient complications have been reported as a result of this event.